Event description:
The customer reported, the device displayed the error code 01000 (defib biphase error) upon power up. This error code is accompanied with the defib failure - cycle power message/instruction. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the error code 01000 (defib biphase error) upon power up. This error code is accompanied with the defib failure - cycle power message/instruction. There was no report of pt involvement. The philips EU bench evaluated the device and replaced the power pca tio revolve this issue. We consider this issue to have been caused by a failure of the power pca.